Manufacturer narrative:
Reseated the data acquisition to motor controller cable.

Event description:
The international customer reported the ventilator alarmed and displayed a vent inop data acquisition pcb adc failure. The customer reported the unit was not in use on a pt; therefore, there was no pt involvement or harm. A vent inop condition during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provided alternative ventilation and have the ventilator serviced. The MFR's service engineer reported a connection failure of the data acquisition pcb to motor controller pcb cable. The service engineer reported the cable was reconnected to correct the reported problem.